Manufacturer narrative:
Correction: the previously reported serial number: (B)(4) was incorrect, the correct  serial number is (B)(4).

Event description:
New information noted that the right ventricular lead exhibited high capture thresholds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a capturing problem. The lead was removed and replaced on (B)(6) 2019. No further information was provided.